Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on eliquis and aspirin for anticoagulation. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed an immobile device related thrombus (drt) located between the closure device face and limbus, biased towards the limbus. A complete closure device seal was noted. The physicians decided to continue the patient on eliquis and aspirin for 6 weeks in response to the drt. A follow up tee will be performed in 6 weeks' time. No further interventions were reported.